Event description:
A customer purchased a box of contour next test strips from the pharmacy. Upon opening the box at home, he discovered the bottle was already open. No adverse event was alleged. The customer was advised to return the strips for investigation replacement test strips were sent to the customer.